Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the one-week post-operative visit on (B)(6) 2017, the doctor measured the intraocular lens (iol) axis in the right eye at 178 degrees. The iol was positioned at 8 degrees during surgery on (B)(6) 2017. There was no patient complication and/or related injury. The outcome doesn¿t significantly interfere with activities of daily life. No actions have been taken. The lens remains implanted. No additional information was provided to abbott medical optics.